Event description:
Pt admitted with history of chf and ventricular tachycardia. On (B)(6) 2007, pt had underwent procedure for a dual chamber defibrillator placement, medtronic maximo dr, model 7278, and defibrillator lead wire, model 6949-65. On (B)(6) 2010, pt experienced a defibrillator discharge and was seen in the ed, where device was disabled. Since that time she had experienced 21 inappropriate shocks due to malfunction of the pacer/defibrillator lead. On (B)(6) 2010, she underwent replacement of the defibrillator lead wire.